Event description:
It was reported that during an intracept procedure, the patients vitals were going down and the patient was about to code. The anesthesiologist gave the patient some medication, however, the patients vitals went down again. There was about a minute left of ablation during the procedure when the anesthesiologist asked for the patient to be flipped over and cardiopulmonary resuscitation (CPR) was administered. The patient was stable but unconscious and was admitted to the hospital. The reported patient complication was cardiac arrest. There were no reported device issues and all devices were disposed of by the medical facility.